Event description:
It was reported that the right ventricular (rv) lead caused a perforation resulting in an effusion of the patient¿s heart. The effusion was treated. The rv lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: k173 ipg implanted: (B)(6) 2014. (B)(4).